Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: palpable lump left axilla.

Event description:
Further reported was "diffuse pain in the left breast" and "palpable lump left axilla."

Manufacturer narrative:
The events of lymphoma-alcl and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to "late seroma, possible alcl," and "exchange from textured to smooth breast implants due to the patient¿s concern with the product" date of alcl diagnosis: (B)(6) 2020. Healthcare provider: dr. (B)(6) (no contact information provided).

Event description:
Healthcare professional reported left side "late seroma, possible alcl," and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional additionally reported "depression." Pathological markers were provided as cd30+ and alk-. Device has been explanted.